Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax(device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Note:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: h11: this is an addendum to the initial emdr submitted on 09-apr-2019. This supplemental emdr was submitted to report the provided date of implant and event. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional supplemental emdr was submitted to represent the first bard/davol perfix plug (device #2) and an emdr was submitted to represent the second bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and/or an unspecified bard/davol perfix plug (device #2) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device #1) and perfix plug (device #2). It is alleged that the patient had unspecified injuries on (B)(6) 2007, on (B)(6) 2008 and on (B)(6) 2018. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2007 and two bard/davol perfix plugs on (B)(6) 2007 and on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had unspecified injuries on (B)(6) 2007, on (B)(6)2008 and on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax ( device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1) and/or an unspecified bard/davol perfix plug (device #2) on (B)(6) 2007 and/or (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device #1) and perfix plug (device #2). It is alleged that the patient had unspecified injuries on (B)(6) 2007, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2018. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."